Event description:
Info received from the homecare provider is as follows. Homecare provider received a letter from an attorney stating that the actual cause of death is not known at this time and there was no specific allegation listed in the letter. The attorney has possession of the device and there is a claim of whether the devices were functioning properly. The bipap s/t-d system is an assist ventilator intended to augment the breathing of spontaneous breathing pts suffering from respiratory failure, respiratory insufficiency, o.r obstructive sleep apnea. It is not intended to provide the total ventilatory requirements of the pt.